Event description:
Home patient (hp) reports pain noted in chest and shoulder area due to air infused into peritoneal cavity during treatment of homechoice device. Hp reports they connected themself to homechoice machine before they completely primed the 12 ft. Extension sets for pt end with homechoice set. Hp reports pain dissipated on its own, with no medical intervention required as a result.